Event description:
It was reported that the patient with a tactra device presented with fluid discharge. A replacement surgery has been requested. No additional information was provided.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. Correction to field b5: describe event or problem. Correction to field h6: patient codes. The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. With all the information available, boston scientific concludes that there is no information to reasonably suggest that this type of event or its recurrence could cause or contribute to death, serious injury or serious deterioration in the state of health of a patient, user, or other person, and the medical/surgical intervention requested is not to prevent patient harm. Therefore, the event does not meet reporting criteria definitions.

Event description:
It was reported that the patient with a tactra device presented with a non-functional artificial urinary sphincter (aus). A replacement surgery was requested. No device issues were reported with the tactra. No additional information was provided.